Manufacturer narrative:
(B)(4). Sample evaluation summary: a visual inspection of 15 companion samples was conducted. The visual examination did not observe any product defects or abnormalities.

Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the outer layer in the vaginal canal. She also stated that manual removal was successful and medical attention was not required. This also happened with her two daughters, which are being submitted in separate reports (3011109575-2018-00140 and 3011109575-2018-00141)consumer reported she and her daughters were doing well, no further follow ups are tasked.